Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that last night, the patient was sitting alongside a family member who was using a "live life alarm" for the first time. When this alarm was turned on and testing, it turned the dbs off. The patient exhibited all symptoms of a person with advanced parkinson's disease. They could not walk, shook uncontrollably, and couldn't speak. When the patient was removed from the environment with the alarm, they checked the dbs and the dbs was turned on and at normal settings. The patient recovered. The live life alarm works on mobile and bluetooth at 1800 megahertz, 900 megahertz, 850 megahertz and 700 megahertz, depending on the mobile telephone tower. The family member has a tower on the land behind their home (about 25 meters from where they were sitting) and those towers work on 850 and 700 megahertz. They mentioned it was a very distressing situation for both the patient and their family member. A l ive life alarms representative told them today that patients with a pacemaker fitted are advised to seek their cardiologists advice before wearing the alarm, and not to wear it around their neck but to wear it on the wrist, away from the pacemaker. The patient was about 60 cms from the alarm device when they suffered the equivalent of a "switch off/turn off".